Event description:
It was reported that the patient presented in clinic. It was noted that the patient's right atrial (ra) lead exhibited noise oversensing and their left ventricular (lv) lead had pulled back and become dislodged. The ra and lv leads were explanted and replaced. Patient was discharged under stable condition.